Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external inspection revealed cuts in the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. Some of the electrode's impedance measured open. This is due to the electrode condition. The device passed some of the electrical tests performed. The device passed the mechanical test performed. It is believed that failure of this device is most likely due to a malfunction within the u1 chip. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced intermittency issues. External equipment was exchanged and programming adjustments had been made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.